Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "safety shield did not want to pull up, the nurses finger slipped off and the contaminated needle graxed their skin and broke the skin."